Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for less than 50 colony forming units (cfus) of enterococcus gallinarum on (B)(6) 2025, all channels were sampled. The operating channel tested positive for 4 colony forming units (cfus) of enterococcus hirea on (B)(6) 2025, and the suction channel tested positive for 16 colony forming units (cfus) of enterococcus hirea on (B)(6) 2025, the user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer culture test results, olympus third-party testing results, the device evaluation and the complaint investigation. Customers provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 6 cfus. Bacterial identification: micrococcaceae, staphylococcus warneri. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu: 2 cfus. Bacterial identification: paracoccus species. Sampling date: (B)(6) 2025. Sampling from: suction channel / bipopsy channel. Cfu: <1 cfus. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfus. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: water jet channel. Cfu: 1 cfus. Bacterial identification: moraxella species. Sampling date: (B)(6) 2025. Sampling from: all channel. Cfu: 3 cfus. Bacterial identification: unspecified. Olympus provided the following result of the culture test hygiene microbiological investigation (hmi) result, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: biopsy channel. Cfu: 2 cfus. Bacterial identification: kocuria species. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1 cfus. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2 cfus. Bacterial identification: micrococcus luteusililas, paracoccus yeei. Sampling date: (B)(6) 2025. Sampling from: water jet channel. Cfu: <1 cfus. Bacterial identification: unspecified. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 4 cfus. Bacterial identification: unspecified.. The hygiene microbiological investigation (hmi) results obtained comply with the target level and results are conform to the olympus hygiene microbiological investigation (hmi) recommendation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.